Manufacturer narrative:
(B)(4). Follow up report will be filed if additional information becomes available.

Event description:
It was reported that the event occurred while in the cardiac cath lab during use. A super arrow-flex sheath was being used in the cardiac cath lab (ccl) for an interventional arterial procedure. The patient's blood pressure was seen to drop significantly. The staff then noticed the sidearm from the sheath had fallen off. Consequently, the patient lost an amount of blood large enough to reduce the patient's blood pressure. As a result, the sheath was removed and firm pressure was applied. Medical/ surgical intervention used was fluid resuscitation performed successful. A patient complication was prolonged low blood pressure. There was a delay or interruption in therapy which caused harm to the patient with the low blood pressure. The patient is still in the hospital.